Event description:
Device analysis laboratory received a device and reported "this record was created to capture de information related to device lot number non-allergan brest implant received at the lab on (B)(6) 2026. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).